Event description:
The customer reported obtaining failing calibration, quality control (qc) and generating false high ion selective electrolyte (ise) patient results, which includes na (sodium), k (potassium) and cl (chloride), on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the customer's au5800 chemistry analyzer. The fse observed bubbles in the buffer valve. The fse replaced the solenoid valve, buffer valve and mix motor to resolve the issue. The fse verified system performance and no further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).